Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the leak test failed. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the malfunction reported is cause not established. In addition, the leak test failed due to cut on the cable and the most probable cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a blurry image. The issue occurred during sedation of a therapeutic cystoscopy procedure, which was completed using a similar device. There were no reports of patient harm.